Event description:
It is reported that the device was implanted in 1997 and was revised 8 years post-op on 4/2005 due to wear of the surface.

Event description:
It is reported that the device was implanted in 1997 and was revised 8 years post-op in due to wear of the surface.